Manufacturer narrative:
Other relevant device(s) are: product ID: 9735786, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. The returned computer was analyzed. Initial power on and unit was not booting and no display. All power led were on. The rep attempted boot with win7 and linux. It was unclear if unit was posting. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system boot to no input detected. It was noted that when the system was unloaded from the truck, it was so cold that manufacturer representative was unable to touch it. The system was boot up for use about half an hour after coming up to room temperature. Troubleshooting was performed by reseating all monitor cables on the monitor itself as well as hdmi connector on the computer. Technical services recommended that a new high definition multimedia interface (hdmi) cable be used. Probable cause was suspected to be condensation in the computer due to extreme cold. No patient present. Additional information noted that probable cause was computer failure due to extreme temperatures, as they tried a new high definition multimedia interface (hdmi) cord from the computer to the monitor did not help.